Manufacturer narrative:
No patient information was provided. The date of event is estimated because it was not provided. The product has been identified as an affected serial number in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
The heat plugger turns red and very hot in the working status.